Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol sepramesh ip device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. This emdr represents the bard/davol sepramesh ip (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol sepramesh ip device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
As reported, per medical records: (B)(6) 2014: the patient underwent an incisional hernia repair with implant of an unknown sepramesh (device #1). (B)(6) 2016: the patient was diagnosed with an abdominal wall abscess. Operative dictation notes: ¿I was very happy to discover that the abscess did not actually arise from the previous surgical mesh sepramesh (device #1). However, the mesh was in the base of the wound following the excision of the abscess. I could see several of my 0 prolene suture knots poking through the subcutaneous tissue where the abscess was previously located. However, the mesh was not exposed, and it did not appear infected. There was no inflammatory process involving the mesh. The umbilical stalk infection did not appear to be related to her prior surgery. The mesh is certainly at risk of future infection due to the proximity of the abscess.¿ (B)(6) 2016, (B)(6) 2016, (B)(6) 2016, (B)(6) 2016,(B)(6) 2016, (B)(6) 2016: the patient underwent multiple wound debridements. (B)(6) 2019: the patient was diagnosed with infected mesh sepramesh (device #1) and underwent removal of mesh and repair of the incisional hernia. (B)(6) 2019: the patient experienced a small bowel obstruction postoperatively from the mesh removal procedure. The patient was then taken for a robot-assisted lap repair of the recurrent incarcerated hernia with intraperitoneal onlay mesh sepramesh.